Manufacturer narrative:
The philips engineer replaced the cooling unit and the rotor control, resolving the issue and returning the system to use in good working order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system displayed low load fluoro. The clinical use of the system was in use.there was no harm reported to philips.